Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified mid left anterior descending (lad) coronary artery. The 20mm x 2.0mm maverick2 monorail balloon ruptured at 12 atms. The total number of inflations and to what atms is unk. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good".